Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, metallosis, loss of hearing, the presence of pseudotumors and elevated metal ion levels. Subsequently, the patient¿s right hip was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. Additionally, the patient¿s left hip was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-05542/05545).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2007 and left total hip arthroplasty on (B)(6), 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, metallosis, loss of hearing, pseudotumor, and elevated metal ion levels. Subsequently, the patient's right hip was revised on (B)(6), 2012. The modular head and taper adapter were removed and replaced. Additionally, the patient's left hip was revised on (B)(6), 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes indicates presence of cloudy fluid and metal staining of the tissue during the right hip revision procedure. Operative notes for the left revision procedure reveal revision was due to pain. Operative notes further note that acetabulum was intact without significant amount of wear or striping and cup remains implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).